Event description:
Fluoro guidance needle/cath for spin/paraspinal injection (lesi) on (B)(6) 2023 for back pain from herniated disc at l5. Immediately new type of pain in buttocks, tingling and weakness in legs. Strang sensation running down the legs. This did not go away and MRI on (B)(6) 2024 showed arachnoiditis at and below l3 (this was not seen on MRI on (B)(6) 2024 when herniated disc at l5 was diagnosed). Follow up with neurologist who thinks some of the injection material or blood got into the spinal cord during the lesi. Possibility of arachnoiditis was not discussed prior to lesi. This should be a warning for patients. And the doctors doing the procedure should be educated to do the procedure properly and educated on how to provide an immediate solution (if any exists) when they did this accidentally to patients. On follow-up and in literature was told this is incredibly rare. Maybe this is considered "rare" because diagnosis is not immediately after the procedure because doctors ignore this as a possibility.